Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking from site over past 2 weeks since (B)(6) 2024. The set was in use for 2 days. Patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.